Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. No delivery alarm on the event date of 02/19/2025 at 13:56:14.000 to 23:50:40.000 during bolus. Pump delivered 281 bolus deliveries on the event date of 02/19/2025 at 00:02:51.000 to 23:57:55.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.08 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received multiple insulin flow block alarms. The customer reported blood glucose value of 350 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed hyperglycemia and stated that the customer has been using the insulin pump system within 48 hours of reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for insulin flow blocked alarm and found that the customer has tried all remedies for recurring insulin flow block alarms. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. Mmt-397a was requested and customer response was the device will be returned.